Manufacturer narrative:
(B)(4). The device was received for evaluation attached to the top y site of a baxter primary set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed by spiking the device and the returned primary set into in-house solution bags and checking for flow; the setup was found to prime and flow normally with no simultaneous flow noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a secondary medication set did not completely infuse an unspecified drug during infusion. A primary intravenous set was infusing with no issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow-up with the customer the following event information was obtained: the primary sets bag was hung lower than the secondary medication set. The secondary set was connected to the most distal port from the patient. The patient was being infused with normal saline on the primary line and vancomycin on the secondary line. The infusion was bring run on a baxter colleague cxe pump. It was reported that the roller clamp on the secondary set was partially closed. Should additional relevant information become available, a supplemental report will be submitted.